Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. Improper techniques were identified in the complaint. These cannot be ruled out as causes for the unexpected results. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015: inratio = 1.5; repeat inratio = 2.3. A couple of minutes between tests. Patient's therapeutic range: 2 - 2.5. No reported adverse patient sequela. No additional information provided.